Event description:
It was reported on 25-mar-2026 that customer faced occlusion due to bent cannula.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545. (B)(6).